Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device coupling was worn, the moving parts of the trigger did not move smoothly and was sticky, would not run - electrical control unit and motor were damaged, and component damage. It was further determined that the device failed pretest for check power with power test bench, check function of device, check for sticky triggers and check the attachment coupling. It was noted in the service order that the device did not work even after the trigger was pressed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reporter, however it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.